Manufacturer narrative:
Submit date: 1/16/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the doctor said that the raytec gauze (10 pk) is ¿falling apart¿, and potentially leaving debris in a surgical wound which would be an infection control issue. The customer did not confirm if the debris actually fell into the wound/caused an infection.

Manufacturer narrative:
Submit date: 5/29/2018. An investigation was completed for the following issue reported by the customer; ¿gauze falling apart for product line 7317¿. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. No sample was provided. No additional product information was provided. Complaint could not be confirmed. Probable cause could not be determined. No corrective or preventive actions will be taken at this time. Should additional information or samples be received, the complaint will be reopened for investigation. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.